Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter, and received a power source alert after plugging the pump into a wall outlet. The customer¿s blood glucose level was 262 mg/dl. Tandem technical support educated the customer regarding the power source alert, and advised the customer to use a different wall adapter to charge the pump. The customer declined further follow-up from tandem technical regarding this event.